Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that all bins in refrigerator are not detected on bus. The field service engineer was able to resolve the issue by replacing the irac board. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a bd pyxis refrigerator system helmer fridges locking drawers off the bus. The customer stated that the malfunction occurred when user trying to issue medication to patient and there was a delay in patient care. There were no adverse events or injuries reported based on this event.